Event description:
The customer reported via phone call that he had a low battery and a weak battery alarm. Customer stated that after he changed his battery and his screen is messed up. Customer stated that the battery indicator showed less than 2 bars. Customer stated that the battery lasted more than 1 week. Customer was unable to inspect the battery cap and battery compartment because he had to go back to work. Customer stated that the pump is displaying press time and date set up. Customer was advised to set the time and date. Customer also had a lost sensor alert and calibration errors after he put in the time on the pump. Customer now has a meter blood glucose now alert. Customer had to disconnect the call so call was unable to be transferred to a sensor representative.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.